Manufacturer narrative:
(B)(4). S/w version 4.11 e. Retainer = black. Customer returned pump for an alleged prime/fill anomaly found on (B)(6) 2021. Pump was received with pump error 38 alarm during rewinding. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. Swapped out a test motor and motor passed the rewind test. Confirmed that pump error 38 alarm due to corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Prime/fill anomaly was confirmed due to pump error 38. Pump error 38 alarm due to corroded motor home switch. Cosmetic damage found on the pump case.

Event description:
Information received by medtronic stated that the insulin pump had an issue with prime anomaly. Customer stated that the insulin was not squirting out. No harm was required during medical intervention. The insulin pump was returned for analysis.